Manufacturer narrative:
The report received from the affiliate indicated that during a stent assisted coil embolization, the prowler select plus 150/5 45 shape microcatheter (mc) was positioned for placement of the enterprise vcd and delivery system. Resistance/friction was experienced at the hub of the mc during introduction of the enterprise. The mc was replaced with another prowler mc and the same enterprise was introduced again; however, in the placement of the enterprise, it was noted that the enterprise was not present on the delivery wire. The device (delivery wire) was removed and another one was used to complete the procedure successfully. There was no reported patient injury. The target lesion was an aneurysm of the ophthalmic artery. It was reported that there was no loss of target site access due to the event. The guidewire passed inside of the prowler without any complications. The introducer was seated properly in the hub of the microcatheter. An adequate/continuous flush was maintained to the micro-catheter at all times. The complaint products were inspected prior to use and appeared to be normal. The complaint products were prepped properly according to the instructions for use (IFU) with no problem noted. No additional information is available. (B)(4): one non-sterile enterprise was received coiled inside a plastic bag, only the delivery wire and introducer tube were received. The delivery wire coil tip was found bent at 4mm from distal end, no other anomalies were noted. The stent was received in the hub of the returned mc. The coil tip was inspected under the microscope and it was found stretched at the proximal section and wavy on distal section, also the very distal tip was found kinked, no other anomalies were noted. Functional analysis was performed as per procedure with the returned delivery wire inserted and removed from the returned mc and a lab sample mc. The enterprise passed completely through the mcs with no anomalies noted during insertion/withdrawal process. The distal part of introducer perfectly fit into the mc hub. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01431297. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Obstruction of the mc luer hub or body shaft was not confirmed; the deployment of the enterprise stent in the hub was confirmed; however, the mc ID was within specification without any obstruction other than the presence of the stent in the hub. Additionally, it was confirmed that the introducer fully seated into the mc hub without discrepancy. The introduction and withdrawal procedure of the enterprise vrd is technique driven; requiring proper orientation and positioning of each component of the system. Proper placement and securing of the introducer in the mc hub provides an uninterrupted passage for the stent to move from the introducer into the mc. Although it was reported that the introducer was fully seated, it is not possible for the stent to deploy outside of this lumen unless there is a gap between the tip of the introducer and the proximal end of the mc lumen. The stretched condition of the delivery wire may also have occurred in this scenario. The exact cause of the initial resistance/friction and timing of the stent deployment in the hub as related to insertion/withdrawal cannot be determined; however, it is possible that procedural/handling factors may have contributed. With review of the analysis and the device history records the devices did not present with any indication of manufacturing defect or anomaly contributing to the event. The records indicate that the products met specification prior to shipment; therefore no corrective action will be taken at this time.

Event description:
The report received from the affiliate indicated that during a stent assisted coil embolization, the physician positioned the prowler select plus 150/5 45 shape microcatheter (mc) for placement of the enterprise vcd and delivery stent. The physician experienced resistance/friction at the hub of the mc. The mc was replaced with another prowler mc and the same enterprise device. During the placement of the enterprise stent the stent was noted to not be present on the release wire. The device was removed and another one was used to complete the procedure successfully. There was no reported patient injury. The target lesion was an aneurysm of the ophthalmic artery. There was no reported loss of access to the target lesion. An adequate/continuous flush was maintained to the micro-catheter at all times. The complaint products were inspected prior to use and appeared to be normal. The complaint products were prepped properly according to the instructions for use (IFU) with no problem noted. No additional information is available. Addendum: based on the results of the pa, the distal tip of the enterprise delivery wire was stretched. The enterprise stent prematurely deployed in the hub of the microcatheter.

Manufacturer narrative:
Concomitant products: prowler select plus 150/5 45 shape microcatheter (mc). The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.